Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 1 of 4. The care giver (cg) stated that the supply bag became disconnected from the line and the bag was leaking everywhere. The cg stated she did not connect the bag all the way to the line and the connection came apart. Gts explained the alarm and assisted the cg to cycle power off and on twice to clear the alarms and then explained to start over with all new supplies. A follow up was done via phone; the hp had resumed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag was not properly connected to line. The care giver (cg) stated that the supply bag became disconnected from the line and the bag was leaking everywhere. The cg stated she did not connect the bag all the way to the line and the connection came apart. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.